Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 600mg/dl. A correction bolus was delivered and water was consumed to address the bg level. All pump supplies were changed to resolve the occlusion alarm. As the occlusion alarm had occurred in the past, tandem technical support (cts) was unable to perform a system check to determine a possible cause of the occlusion. Cts educated the customer in regards to occlusion alarm troubleshooting in order to determine where the blockage is located. The customer reported manual injections would be used for insulin therapy.